Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl after entering bolus for breakfast. Customer reports of entering blood glucose with zero carbs to correct and he received an estimated unit of zero. Bolus wizard troubleshooting was performed. It was determined that bolus estimate was not adjusted. Troubleshooting was also performed to determine reason for high blood glucose. Customer did not have tubing clamp in order to complete troubleshooting. Customer was advised to call when in receipt of tubing clamp in order to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).